Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the to customer site to further investigate the reported event. The distal set up joint (suj) was replaced to correct reported problem. Isi received the distal suj unit involved with this complaint and completed the device evaluation. Failure analysis investigations was able to reproduce and confirm the reported complaint. The unit was placed on system and the error 32100 was replicated on system. The unit was moved to psc fixture test platform (pftp) machine and failed to initialize the brake tests. The logs confirmed 32100 error. System test also confirms this as well being able rotate wrist brake and clutch, but not tornado brake with clutch on spar of the universal surgical manipulator (usm). As a fix, the act board, motor module and harmonic drive will be replaced. The probable root cause is component failure. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, the customer kept getting recoverable fault on arm 2. Prior to calling in, the site rebooted the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted 32100 errors on usm 2 tornado. The tse recommended hard reboot with no change. Site did not have back up psc available. The tse recommended repositioning arm 2 tornado, but caller did not perform while on with tse. The caller was not sure that surgeon would proceed with 3 arms and stated that they may convert to traditional laparoscopic surgery. There was no report of any patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.